Manufacturer narrative:
Corrected data: b1: should be corrected to adverse event: b2: should be corrected to other serious or important medical events. D4: unique identifier number: (B)(4). H1: should be corrected to serious injury. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -06.50/+5.5/108 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was reported as excessive vaulting, elevated intraocular pressure (iop) and significant reduction of irido-corneal angles. The patient experienced a refractive surprise and the eye was burning. On (B)(6) 2023 the lens was replaced with a smaller length lens. Problem resolved. The cause of the event was unknown. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -06.50/+5.5/108 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was reported as excessive vaulting, elevated intraocular pressure (iop) and significant reduction of irido-corneal angles. The patient experienced a refractive surprise and the eye was burning. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Explant date: unk. (B)(4). Claim # (B)(4).